Event description:
It was reported that this left ventricular (lv) lead is planned to experience a revision due to unknown reasons. At this time, the lead remains in service. No adverse patient effects were reported.